Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr verified the reported issue and found when lowering the mean airway pressure(map) below 18cmh2o, the oscillator stops. The fsr found that the alarm setting max paw was set to 83 and with max paw setting being at 83 and the map dropping below 18 cmh2o, the unit functioned as designed and stopped the oscillator and opened the dump valve (this is a safety alarm feature). When the paw<20% of set max paw is activated, the oscillator stops (bias flow continues) and the dump valve opens the patient circuit to atmospheric pressure. The fsr set the max paw alarm to 25 and was able to lower map to 7 cmh20 with an amplitude of 24. The fsr performed performance tests on the unit and no issues were found. The fsr verified that the o2 blender was working within specification. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) would not go lower than 18cm. There was no patient involvement associated with the reported issue.